Manufacturer narrative:
(B)(4)

Event description:
It was reported that when an asymptomatic patient presented in clinic, non-sustained rv oversensing episodes were observed on stored egm. Myopotential oversensing was suspected. Programming changes were made.